Event description:
Healthcare professional reports results higher than reference with protime microcoagulation system. Protime generated pt/inr 9.1. Lab inr was 3.58. Physician used lab result values for pt management. Pt's therapeutic range 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4) (cuvette lot # e1p3c237). Method: device has been requested. No product returned. Device history record for cuvette reviewed. No complaint trends or CAPA related to this complaint identified. Result: complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.